Manufacturer narrative:
Work order completed: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that hardware parts were replaced to resolve the issue. Codes b01, c13 and d02 are applicable. H3, h6: analysis was performed for product: 9735764r, lot number: 2151f00981. It was reported that the computer powered on when power was applied. After multiple power cycles, no boot up or video issues were observed. The network and teradici configurations were set correctly. The video capture card functioned correctly. All display ports-dvi, hdmi and dp functioned correctly. The sound functioned on the hdmi and dp ports. The computer passed all burn-in testing v 9.1. The computer was fully functional. Sound input device unable to be opened error during burn-in testing. Codes b01, c19 and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, serial/lot #: 2.1.0; product ID: 9736411r; product ID: 9735764r, h3: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported the system would boot into the black screen with the white text. The manufacturer representative reset the solid-state drive (ssd) and rebooted the system several times but was unable to recreate the boot issue after reseating the ssd. The manufacturer reported later on the date of this report that the system rebooted once again into the black screen with scrolling whit text. It was confirmed that no faults or errors popped up. The ssd was to be replaced. It was further reported that the system rebooted into the black screen with white scrolling text again, but this time, it displayed the "failed to start pulseaudio" error message. It was noted that a new computer was to be sent to the site. The manufacturer representative confirmed that they had already tried to refresh the computer. No patient involvement was reported.

Manufacturer narrative:
H2: additional information was received. Analysis was updated with correct information and a vendor analysis was performed on product 9735764r with lot number 2151f00981. H3: this computer passed all burn-in testing with the exception of the 3.5mm sound for no sound output. 3.5mm sound jacks sbc (u17) component failures were a pch (platform controller hub). A malfunctioning pch can lead to a wide range of system issues, including loss of audio output, system hang during the boot process, and overall system instability. A vendor analysis duplicated the no sound output. Sbc repair (u17). The unit passed 12hr memory test and passmark test. H6: codes b01, c13, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.